Event description:
Procedure type: tubal ligation. According to the reporter: upon insertion of trocar, the surgeon was trying to use a 5mm bladeless to go through scar tissue. With the 1st trocar the surgeon used, she was using a twisting motion to help facilitate insertion of the trocar. Surgeon was unable to insert, pulled out the trocar and noticed the blue shield tip was broken/hanging. A new device was opened and the case continued. There was no report of unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).